Event description:
It was reported that during the spaceoar vue injection, there was an obstruction. It was confirmed that the procedure was not completed, and the patient was under general anesthesia. Despite this, no patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.